Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with dilation and curettage, novasure uterine ablation and hysterectomy due to sui and menorrhagia. It was reported that following insertion the patient experienced extrusion, infection and urinary problems. It was reported that the patient underwent mesh removal /revision on (B)(6) 2007. It was reported that the patient underwent mesh removal /revision on (B)(6) 2007 concurrently with hysterectomy. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.